Event description:
It was reported to philips that the wireless foot switch lost the wireless connection with the base station. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) examined the system onsite and confirmed that ireless foot switch was not working. The battery indicator and wi-fi indicator was green. To resolve the issue fse ordered and replaced the wireless footswitch and base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction (z-0649-2022) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The codes were updated based on the investigation outcome.